Event description:
It was reported that during use, the device exhibited errors and alarms with any syringe other than the litetouch 20ml lurelock syringe. The issue was not related to physical damage or abuse and the unit was not dropped. There was delay in therapy and no patient harm or adverse event.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.